Manufacturer narrative:
Only a portion of the lead was returned for analysis which did not reveal any anomalies. Device failure is suspected in the lead portion not returned, but did not cause or contribute to a death or serious injury.

Manufacturer narrative:
Manufacturer device history records were reviewed. Review of the lead device history records confirmed all quality tests were passed prior to distribution. Device failure is suspected, but did not causer or contribute to a death or serious injury.

Event description:
A/p and lateral neck images and a/p back x-ray images were reviewed by the manufacturer. The generator is implanted on the patient's back due to a history of playing with the device. The connector pin does not appear to be fully inserted inside the connector block. However, it is unable to be confirmed whether the pin is fully inserted into the generator header due to the angle of the images. There does not appear to be any lead discontinuities or sharp angles in the lead portion that was able to be visualized; however, the presence of a fracture cannot be ruled out due to the quality of the images. Based on the x-ray images provided, the root cause of the high impedance is unclear. However, the high impedance may possibly be related to incomplete lead pin insertion into the generator header. Additionally, the presence of a micro-fracture in the lead cannot be ruled out. There is a portion of the lead located behind the generator that could not be assessed.

Manufacturer narrative:
Manufacturer reviewed x-rays of implanted device. X-rays reviewed by manufacturer, no gross lead discontinuities visualized.

Event description:
Analysis of the lead and generator was completed. Note that a portion of the lead assembly (body) including the electrodes was not returned for analysis; therefore a complete evaluation could not be performed on the entire lead product. The condition of the returned lead portion is consistent with conditions that typically exist following an explant procedure. No obvious anomalies were noted. The setscrew marks found on the lead connector pin provide evidence that, at one point in time, a good mechanical and electrical connection was present. Continuity checks of the returned lead portion were performed, during the visual analysis, and no discontinuities were identified. Based on the findings in the lab, there is no evidence to suggest a discontinuity in the returned portion of the device which may have contributed to high lead impedance. There were no adverse functional, mechanical, or visual issues identified with the returned generator. Review of the internal generator data revealed that a 25% change in impedance occurred on (B)(6) 2014 from 2605 ohms to >10000 ohms.

Event description:
It was reported that the patient had generator and lead replacement surgery on (B)(6) 2014. The explanted devices were returned to the manufacturer for analysis. However, analysis has not been completed to date.

Event description:
It was reported that high lead impedance was detected on the patient¿s vns system on (B)(4) 2014. The device was programmed off to 0ma. The patient was referred for x-rays and for replacement surgery. The nurse reported that the x-rays showed intact leads. There was no history of trauma or manipulation reported. The generator is implanted on the patient's back due to a history of playing with the device. The patient cannot reach the device due to it previously being implanted on his back. Surgical intervention is likely but has not occurred to date.